Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
H9 continuation: (B)(4). This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced cracked rear case, cracked door assembly on the upper hinge, corroded bezel, cracked door latch by the sear, corroded left/right iuis(inter-unit-interface), cracked platen on the lower hinge, discolored membrane and chipped air-in-line. Based on the findings, service determined the reported issue was due to manufacturing issue of the rear case assembly. Device history record a review of the device history record showed the device had a manufacture date of (B)(6) 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The affected device has been received and an evaluation is pending.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.